Event description:
The device is failing the defibrillator test due to external paddles. No pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.